Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The distal part of glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure the fiber broke after 8,163 joules and 2:58 minutes of use. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome information was not reported.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. As of today, the subject device has not been returned; therefore, no physical or visual analysis of the product could be performed. The subject device was not received for investigation; therefore, the cause for the reported issue cannot be determined. An evaluation conclusion of cause not established was assigned to this event.

Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure the fiber broke after 8,163 joules and 2:58 minutes of use. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome information was not reported.